Manufacturer narrative:
Summary investigation: bd received a used sample from the customer facility for investigation. Visual inspection of the customer sample was performed and blood leakage outside of the tube was observed; however, the source of the leakage could not be identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer sample, the customer¿s indicated failure mode for leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Note: the investigation is still in progress and, when completed, the investigation summary will be updated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
It was reported that the 13 x 100 mm x 6.0 ml bd vacutainer® plus plastic serum tube had its¿ shield come off and blood leaked. Found after use. No serious injury or medical injury noted.